Manufacturer narrative:
Corrected data - file is a duplicate of 3012307300-2017-02541.

Event description:
Information was received indicating that the clutch error alarm occurred to a smiths medical medfusion® 3500 syringe pump. It was also reported that the motor to the pump was not running. There were no reported adverse effects.